Event description:
The patient had consistent low flow alarms. The log files showed that the alarms were patient related and no equipment related. The alarms were reported that they could have been a result of hypovolemia or hypertension. The patient was given intravenous fluids and the alarms resolved. The patient developed alarms again on (B)(6) 2019. It seemed to be volume dependent. The patient was given hydralazine and the alarms were resolved. The patient developed the alarms again on (B)(6) 2019 and was given intravenous fluids and albumin. The patient was asymptomatic throughout the alarms. The patient was discharged home. The patient was scheduled to have a prescription controller software change. The patient was admitted to the hospital on (B)(6) 2019 for anemia, the controller software was updated then, the low flow alarms were resolved.

Manufacturer narrative:
The february 2019 admission has been reported via MFR# (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturing evaluation conclusion: review of the submitted log file data confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The patient complained of weakness for one week and her hemoglobin and hematocrit (h&h) levels were found to be significantly reduced. The patient¿s pump reportedly sounded normal with no grinding. The patient was transfused with 4 units of prbcs and her h&h subsequently increased. A small bowel enteroscopy and colonoscopy were performed on (B)(6) 2019, which were both negative for active bleeding. CT scans were performed and no issues such as outflow graft obstruction/twisting were noted by the customer. Information provided on (B)(6) 2019 indicated that the patient¿s blood pressure was better controlled. The patient still continued to have some low flow alarms; however, the patient was asymptomatic, and the low flows were reportedly attributed to hypovolemia and hypertension. The patient was given IV fluids due to her severe anemia, which helped resolve the low flow alarms. The bleeding issue reportedly resolved, and the patient was discharged home on (B)(6) 2019. The patient was reportedly seen in the clinic on (B)(6) 2019, at which time her blood pressure medications were increased. The patient continued to experience low flow alarms; however, the patient remained asymptomatic and her lab values were within defined limits. The last echo performed reportedly showed a small left ventricle, so a pump speed change was not an option. The submitted system controller event log files contained data from the mornings of 02feb2019, 07feb2019, and 13feb2019 and recorded multiple active low flow controller fault flags, several of which lasted longer than 10 seconds to result in intermittent low flow hazard alarms. Most of the low flow events were associated with calculated average flow values of 2.4 lpm, which is just below the low flow hazard alarm limit threshold of 2.5 lpm, but flow dropped as low as 2.1 lpm. Overall, calculated average flow ranged from 2.1-3.6 lpm. Elevated calculated average pi values up to 11.6 were additionally observed. Despite the low flow condition, the system appeared to be operating as intended and the actual motor speed remained above the low speed limit for the duration of the log file data. Of note, the patient continued to experience low flow alarms following this event and was ultimately issued two system controllers with an upgraded software that establishes a reduced low flow hazard alarm threshold of 2.0 lpm instead of the standard threshold of 2.5 lpm. The patient remains ongoing on lvad support. The heartmate 3 lvas IFU lists bleeding and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted on (B)(6) 2019 with gi bleed and low flow alarms. The patient was known to have a significant history of gib and low flow alarms, however the reported low flow alarms have never been consistent as they were recently. It was reported that the patient's low flow stayed from 2.5-2.6, while the pi were high as 10-11. It was reported that the pump sounds normal, no grinding. It was reported that the patient's cbc results that the h/h increased after 4 units of prbc, hct changed on pump but no change in flows. It was reported that the patient still have melena, denies weakness, dizziness, sob, cp. 2 de was reviewed by physician and noted aortic valve opening with every beat when in the past, aortic valve did not open with every beat. Lv size about the same, 4-5cm. Currently awaiting CT scan results. The manufacturer's technical service reviewed the log files and noted that there were no equipment issues causing the events and device was operating as intended. Additional information received from account on (B)(6) 2019 it was reported that the patient had more low flow alarms starting at 1 am and just ending at 0630 am. Map has been 82. The customer don¿t have a line for cvp. It was reported that they are going to repeat CT scan on (B)(6) 2019 to double check patient's outflow graft. Updated log files were submitted and technical service review noted, that the log files continue to captured low flow and high pi events. However do not appear to be related to any pump issues. It was reported that the patient's cvp is 3 or less. On (B)(6) 2019 it was reported that the patient had repeat CT on (B)(6) 2019 images were submitted and reported that patient's bp was better controlled that morning. Patient continues to have some low flow alarms, but asymptomatic. It was reported that the physicians were sending the patient home on (B)(6) 2019. Technical service noted that the CT images appeared normal. No further information was provided.